Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. There was no impact to the customer's blood glucose level. The customer was unable to clear the alarm at the time of the report, however the customer declined further follow-up from tandem technical support.